Manufacturer narrative:
Failure analysis investigations replicated/confirmed the customer-reported complaint. The medium-large clip applier instrument was found to have a bent grip, and the tip does not align with the other grip. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier would not let go of the clip after it had locked. The surgeon used cadiere forceps instrument to pull apart. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: no tissue was adhered to the instrument. No tissue was excised due to event. There was no bleeding due to the event (minimal). The vessel or tissue bundle was not greater than the specified diameter suggested in the IFU. The issue occurred on the first clip application. The site used another clip applier to resolve the issue.